Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported in a us literature article titled "reconsidering the 'mr unsafe' breast tissue expander with magnetic infusion port: a case report and literature review" that a (B)(6) year-old female patient who underwent primary breast reconstruction with a 535cc mentor artoura breast tissue expander experienced a chest injury in a motor vehicle accident 8 weeks post operation. The patient experienced redness of the right breast and presented to the emergency department where an MRI was completed. During MRI, the patient reported an uncomfortable sensation in her right breast and the scan was immediately aborted. The reason for the patient¿s discomfort could not be determined. Five days later, the patient presented to the emergency department with right breast pain. On physical exam, the breast had two lesions, 2 cm in diameter, with associated erythema and swelling. She was diagnosed with cellulitis and was prescribed clindamycin. The cause of the cellulitis was likely associated with the trauma sustained from the traffic accident. The patient presented to her plastic surgeon the following day who also noted right inframammary fold erythema and the small lesions. The saline in the expander was removed, but the right breast continued to worsen and by 3 weeks post-MRI, the device had extruded and required explantation. Intraoperatively, neither purulence nor fluid collection were present.